Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Prior to the procedure, the patient's ra lead had undersensing with very high capture thresholds. In addition, this ra lead had no signal and fluoroscopy confirmed that the lead tip was dislodged. The ra lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.